Event description:
It was reported that the patient experienced a shock when the spinal cord stimulator (scs) was turned on. As a result, the patient was unresponsive and unable to move. Emergency medical services (ems) transported the patient to the hospital to be monitored and the patient was assessed as doing fine. The physician does not believe the event was device related.

Manufacturer narrative:
Correction to initial MDR in block h6.

Event description:
It was reported that the patient experienced a shock when the spinal cord stimulator (scs) was turned on. As a result, the patient was unresponsive and unable to move. Emergency medical services (ems) transported the patient to the hospital to be monitored and the patient was assessed as doing fine. The physician does not believe the event was device related.